Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combi set blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. Blood was seen dripping from the t-connection of the bloodline where the saline line connects to the bloodline. A registered nurse (rn) noticed the blood leaking and moved closer to assess the situation. The rn then touched the saline line while trying to determine the source of the leak, and the tubing line subsequently separated from the t-connection resulting in more blood loss. The blood pump was stopped manually, and the tubing was clamped above and below the t-connection. The patient¿s blood could not be reinfused. The patient completed treatment and the blood leak was noted at the end of treatment, and the patient¿s blood was not returned. There were no machine alarms that occurred in conjunction with the reported event. No irregularities were noted with the combi set during the pre-dialysis inspection, and there were no leaks that occurred during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 250 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was available to be returned for evaluation.

Event description:
It was reported that a combi set blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. Blood was seen dripping from the t-connection of the bloodline where the saline line connects to the bloodline. A registered nurse (rn) noticed the blood leaking and moved closer to assess the situation. The rn then touched the saline line while trying to determine the source of the leak, and the tubing line subsequently separated from the t-connection resulting in more blood loss. The blood pump was stopped manually, and the tubing was clamped above and below the t-connection. The patient¿s blood could not be reinfused. The patient completed treatment and the blood leak was noted at the end of treatment, and the patient¿s blood was not returned. There were no machine alarms that occurred in conjunction with the reported event. No irregularities were noted with the combi set during the pre-dialysis inspection, and there were no leaks that occurred during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 250 ml. The clinic manager confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was not returned to the manufacturer to date and a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.